Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B) (6) 2010 that a customer had an issue with a palindrome catheter. The customer reports during placement of palindrome catheter, a stiff glidewire brand guidewire perforated the catheter and caused a small pneumothorax in the pt. The procedure was aborted; pt remained in hosp overnight then was discharged. A replacement catheter was inserted at a later time.